Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced blurry vision, shadows, double vision. Clinical reason for explant mentioned as negative dysphotopsia. The lens was planned to explant and replace with atiol. Additional information received that patient also experienced curved, distorted images, line in peripheral vision. The lens was explanted 8 months following the initial procedure. The patient symptoms were resolved and there was no patient harm.